Event description:
Spontaneous. (B)(6). Hhn reported faulty pump. New pump that was sent out for pump maintenance repeatedly beeping occlusion even after trouble shooting and changing out tubing. (B)(6) was able to get infusion working, but at the very end the beeping started again. Infusion was able to be completed using pump (no missed dose). No clinical harm was experienced by pt due to pump malfunction. Pump is able to be returned for investigation, and will be exchanged for a new one [in progress]. No further information. Reported to cvs/caremark by pt/caregiver.